Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt experienced a loss of therapeutic effect and noted that when he turned the stimulation up as high as it could go, both of his kidneys hurt. The pt also had pain at the neurostimulator site. Subsequently, the pt had "leaking" in the evening and his physician told to use a catheter. He also experienced a shocking sensation when he "turns it up high". The pt noted that he "came off the table" during a reprogramming sensation when it was turned on and the device was on high. Add'l info was requested.